Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that patient expired on the lap top ventilator 1150.no other information is given regarding the reported event. There was no allegation of malfunction associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Technician visually inspected lap top ventilator unit. Found normal use wear and no other anomalies. Connected ac power and set up lap top ventilator unit to perform a power up post test, passed at all segments. Downloaded and reviewed the events trace, found no abnormal entries indicating a failure with unit. Date of incident was reported to be on 20jun2023. The only events found in the month of june were on 12jun2023/ 29jun2023. The events log shows that the unit was powered on and immediately turned off on both occasions 12jun2023/ 29jun2023. Found no abnormal events trace entries, laptop ventilator unit operated normally. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available